Event description:
The sales associate reported the patient experienced excessive bleeding, the patient was taken back to the operating room where it was discovered that the plates and screws had loosened from the sternum. All of the parts were removed and the patient is in stable condition. The surgeon expressed that he believes the issue was a result of the patient's bone quality.

Manufacturer narrative:
The package insert for this product states migration, bending, fracture or loosening of the implant are possible adverse effects. The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient is in stable condition. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File three of five for the same event.